Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00057. It was reported that burr got stuck on wire. The target lesion was located in popliteal artery. A 2.00mm peripheral rotalink plus and peripheral rotawire was selected to treat the target lesion. During procedure outside patient, it was noted that the rotaburr was stuck on the rotawire. They had a loose rotawire position, so the physician had to take the rotaburr out. No patients' complications were reported and the patient condition was fine.